Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional regarding a patient receiving baclofen (60mcg/day, concentration 500mcg/ml) via an implantable pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. On this report date, the health care professional reported a telemetry problem with the 8840; it was reviewed that telemetry was interrupted thereby resulting in the pump reverting to stopped pump mode. A different 8840 was used and this resolved the problem. The same programmer was used a second time and they were able to re-interrogate and re-program successfully. No patient symptoms were reported. The health care professional later reported that the patient was taking other noncontributing medications at the time of the event. Patient medical history was traumatic brain injury with spasticity. The health care professional had read the pump, programmed the new dose, put it on clip bound, clicked "update" pump and the programmer shut off completely. When the programmer was turned back on, the health care professional re read the pump and it stated that the pump had been shut off. The health care professional reprogrammed the dose and it then allowed for an update to the pump to be performed. The health care professional had never had a pump shut off.